Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin, which caused the patient to be hospitalized. On (B)(6) 2016 at an unknown time the patient received a blood glucose result of "hi mmol/l, which on the system indicates a result in excess of 33.3 mmol/l" on the aviva system. The mother was unable to get the patent's blood glucose level under 33 mmol/l and transported the patient to the hospital. At the hospital the patient was treated with "pen injections". After 3-4 hours the patient's blood glucose level was 20 mmol/l with a ketone reading of 0.7. At this point, the patient was discharged from the hospital. On (B)(6) 2016 the patient again experienced elevated blood glucose levels, and the mother treated the patient with "2 pen injections". The patient's blood glucose was approximately 22 mmol/l on the aviva system, and the correction brought it down to 18 mmol/l. The times of these readings were not provided. At an unknown time later, the patients blood glucose increased to 33 mmol/l with a ketone reading of 2.3. The mother transported the patient to the hospital. At the hospital, he was treated with correction doses through the infusion device. Once the patient blood glucose level was 15 mmol/l with a ketone reading of 0.2 the patient was discharged the same day. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.